Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, after successfully deploying and detaching the initial smart coils in the target vessel using a non-penumbra microcatheter, the physician attempted to place a new smart coil into the microcatheter. However; while advancing, the smart coil became stuck around the hub of the microcatheter. The physician then re-attempted several times to advance the smart coil into the microcatheter, but the smart coil would not advance. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 7.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub. This damage likely contributed to the resistance when advancing the smart coil during functional analysis. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.